Event description:
Biomed engineering tech was performing preventive maintenance and was testing a vacum pump on a code cart when canster cover imploded. There was no injury to user. There was no fluid in the canister and no pt involvement.